Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device reset itself multiple times during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device seemed to power itself off and back on multiple times while they were using it to monitor a patient. The customer obtained a back-up device and continued patient care using the back-up device. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and observed higher than normal voltage drops. Physio replaced the battery pins to resolve the reported issue. Physio-control determined that the likely cause of the reported issue was due to worn battery pins.

Event description:
The customer contacted physio-control to report that their device seemed to power itself off and back on multiple times while they were using it to monitor a patient. The customer obtained a back-up device and continued patient care using the back-up device. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and observed higher than normal voltage drops. Physio replaced the battery pins to resolve the reported issue. Physio-control determined that the likely cause of the reported issue was due to worn battery pins.

Event description:
The customer contacted physio-control to report that their device seemed to power itself off and back on multiple times while they were using it to monitor a patient. The customer obtained a back-up device and continued patient care using the back-up device. There were no reports of adverse effects to the patient as a result of the reported issue.